Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0217016118, serial# n/a, implanted: unknown, explanted: (B)(6) 2019, product type catheter. Product ID: neu_unknown_cath, lot# unknown, serial# unknown, implanted: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-nov-2020, UDI#: (B)(4), product ID: neu_unknown_cath, serial/lot #: unknown, ubd: 28-nov-2020, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml with an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that starting in (B)(6) 2019 the patient experienced increased spasticity despite increases in intrathecal baclofen (itb) dose. The healthcare team decided that the catheter was the most likely cause and decided to replace the entire system (catheter and pump). The healthcare team consulted with the patient and there were no potential factors identified or reported that led to or contributed to the event. The patient was given gradual increases of baclofen during the month of may (specific dates not available) to determine if spasticity improved and there was not any noted improvement. A baclofen bolus of 50mcg was given on (B)(6) 2019 to determine if spasticity was improved was done and no noted improvement. The pump and catheter were explanted on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was alive-no injury. The spine segment from model 8781 that is attached to the pump is serial number: (B)(4) and the pump segment attached to the pump is an unknown serial number. No further complications were reported or anticipated.

Manufacturer narrative:
The pump and catheter were received for analysis. Analysis of the returned devices found no significant anomalies. Product ID 8781, lot# 0217016118 serial# (B)(4), explanted: (B)(6) 2019, product type: catheter. Product ID neu_ascenda_cath, lot# unknown, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.